Event description:
It was reported that prior to a dialysis catheter placement procedure, the hair was allegedly present in the package. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 03/2024).

Event description:
It was reported that during preparation of a dialysis catheter placement procedure, the hair was allegedly present in the package. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one unsealed 19cm hemostar dual lumen catheter kit was returned for evaluation. Gross, visual evaluations were performed. All products were noted to be clean and unaffected. What appeared like a piece of hair, was noted inside the product tray. Manufacturing site evaluation of the sample found there was a hair inside the tray and the contamination condition could have been caused during the packaging and sealing process of the tray. Therefore, the investigation is confirmed for the reported contamination issue. A definitive root cause for the reported event could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 03/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.